Event description:
It was reported the patient presented via merlin.net with episodes of undersensing stored on egm. Programming changes were recommended. The patient will continue to be monitored.

Manufacturer narrative:
(B)(4).